Event description:
Int'l (B)(4) complaint rec'd. Reporting component damages with use of 011-c3300 microclave connectors which reportedly caused/contributed to two separate patient incidents. The first incident involved a homecare pt receiving oncology treatments, and attended to by visiting nurses who "when coming to use the microclave found that the central septum was hanging out of the device." The microclave was removed, replaced and discarded. At a unknown time after the damaged microclave was removed and replaced, pt was diagnosed with gram positive cocci, was admitted to hospital for treatment. The reporting facility is attributing this pt outcome was caused by the damaged microclave/open line. The second incident reports the same 011-c3300 component defect where homecare pt also under the care of visiting nursing experienced leakage/blood loss. Pt was admitted to hospital with (B)(6), treated and released. Additional event/usage information has been requested but as of the date of this report no responses have been provided. (B)(4)

Manufacturer narrative:
Device return: one (1) used 011-c3300 microclave connector was returned. Although requested the involved mating and access devices were not returned for analysis. Visual inspection recorded the one "as received" 011-c3300 microclave plug was protruded, thus verifying the reported product issue. Additional engineering analysis: the returned 011-c3300 device was disassembled and the internal componentry was evaluated. The engineers report recorded no anomalies and or contributing mfg non-conformances were found. The engineers report noted plug protrusions of this nature can occur with use of incompatible mating devices with a male luer inside diameter greater than 0.110." Although not always repeatable previous investigations have also identified this type of component protrusion may sometimes occur with very high back pressures. Very high pressures can be generated with small syringes. When high pressures are generated with infusion though small syringes most accepted clinical protocols, practices emphasize the importance of isolating adjacent lines by activating the slide clamps on those lines. ICU medical is investigation design improvements that would address or prevent plug protrusion in the event that an adjacent line is not clamped when high pressures are generated within the fluid circuit. Findings: based on the as received condition of the one returned 011-c3300 connector the reported product issue was visually confirmed. Engineering analysis of the used microclave connector did not identify any contributing manufacturing defects or non-conformances. Although the exact cause (s) of the product issue are unknown, the analysis determined incorrect usage most likely caused or contributed to the product issue.